Event description:
It was reported the surgeon intended to place two acu-sinch knotless implants into the patient implant #1: *reduction loop knot failure occurred during tensioning causing the reduction limbs to separate * the surgeon applied surgical clamps to the limbs for tensioning to desired reduction level implant #2: *one of the reduction sutures broke during final tensioning between round button and flip button *surgeon did not apply further tension and cut the remaining reduction suture final syndesmosis reduction was satisfactory to the surgeon yielding no adverse effects for the patient. It was reported there was no delay in procedure. This report is related to report number 3025141-2022-00235 for the other device involved in this event.

Manufacturer narrative:
The results of the investigation were inconclusive since the device was not returned for evaluation. Based on the information received, the root cause of the reported event could not be determined.